Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pb7873, and no non-conformances were identified. Investigation summary: a detached needle, a needle/suture piece and a labeled winding former with a partially dispensed suture of product code vcp422, lot # pb7873 were returned for analysis. During the visual inspection of a detached needle, the swage and attachment area were noted to be as expected. Body fluids were present and marks by use of a surgical instrument could be observed, no suture remnant into the hole was noted. The ends of the suture piece were noted cut appear to be by use of a surgical instrument and body suture present damaged and body fluids. Per the condition of the sample received, the assignable cause of the pull off suture needle is an improper handling. An opened box with unopened samples of product code vcp422, lot # pb7873 were returned for analysis. During the visual inspection of samples, no defects were found on the packages. The samples were opened, and swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the sample received, no pull off suture needle was found, and the tested sample met the finished goods requirements.

Event description:
It was reported by a veterinarian that an animal underwent an unknown procedure on an unknown date and suture was used. During the procedure, the needle snapped off suture with first pull. It is unknown if another like device was used to complete the procedure.